Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the customer was not outside of the labeled operating altitude range. A new cartridge was loaded and the altitude alarm was ultimately cleared. Customer's blood glucose level was in the 300's.